Event description:
The resident in question is a small man with a diagnosis of dementia and cva. This incident occurred while he was in bed. He had been checked by the nurse at 2:00 am and was in the center of the bed. At 2:35 am he was found lodged between the bed rail and the bed frame. He had turned and scooted himself and pushed until about half of his body was between the bed rail and bed frame. When he was found he was unresponsive, cold and mottled some. He was manually removed, oxygen was started and he did respond quickly. He seems to be fine.